Event description:
Additional information: it was reported that the device had migrated resulting in a type I endoleak. The patient was successfully treated with 4 additional stent grafts.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 7.1 cm in diameter iliac aorta aneurysm. It was reported that there is no apparent endoleak but there appears to be disease progression in the aortic neck and the proximal stent graft does not have apposition to the aortic wall. The patient was treated. No additional clinical sequelae were reported and the patient is stable. A review of returned sizing worksheet and single m2s 3d post-implant film image (unknown date) revealed that the stent graft is currently 10-15mm below the lowest left renal artery. The proximal neck diameter is 19mm just below the renal, and 25mm at the proximal stent graft margin. There was little l-r neck angulation. The bifurcate appeared unopposed to the aortic vessel wall; however no endoleak could be seen. The ipsilateral limb and extension were positioned into the left common iliac and the contra limb and extension into the right common iliac artery which appeared aneurysmal. The distal diameter of the right common iliac artery was 24-18mm and there was 10mm of seal zone just above the right hypogastric. The cause of the lack of a proximal seal could not be determined. Earlier follow-up images were not provided. May be related to disease progression and morphology changes (conical neck).

Manufacturer narrative:
(B)(4).